Event description:
Cardiac monitor dropping off with episodes of speeding up to a rate of 300/minute and slowing to 20/minute. This is a problem since patient heart rate has pauses greater than 3 seconds and requires a pacemaker.